Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Product complaint # (B)(4). Investigation summary: no device associated with this report was received for examination. Depuy synthes considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
(B)(4). Initial reporter occupation: lawyer. (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
(B)(6) 2018: the patient underwent a right total knee arthroplasty for osteoarthritis. Attune implants were utilized with depuy cement x2. Patella was resurfaced. No intraoperative complications were noted. (B)(6) 2019: the patient underwent a right knee revision due reports of pain, stiffness, edema, observable 5 degrees knee flexion contracture and suspected loosening. Intraoperative findings were effusion and synovitis along with loose tibial tray at implant-cement interface. Patella and femoral component not revised. All other components (tibial tray and insert) were replaced with depuy revision system with depuy cement. No intraoperative complications were noted. Doi: (B)(6) 2018; dor: (B)(6) 2019 (tibial tray and insert).